Manufacturer narrative:
(B)(4). Upon follow up, it was reported that the effluent remains turbid and the antibiotic therapy remains ongoing. At the time of this report, the patient had not recovered from the event. Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
(B)(4). As the sample was not returned and the lot number is unknown, a device analysis cannot be completed. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
A peritoneal dialysis patient experienced peritonitis. The cause of the peritonitis was unknown. The patient was not hospitalized for the event. On the same day as the event onset, the patient started treatment with vancomycin (2 g, route, frequency and duration not reported) and fortum (1 g, route, frequency and duration not reported) for peritonitis. Dianeal therapy remained ongoing. At the time of this report, the vancomycin and fortum remained ongoing. The patient's recovery status and outcome of the event were unknown. No additional information is available.